Event description:
It was reported that the device would not charge energy; it lost power during a pt use. The user attempted to power up the device but the problem persisted. The customer retrieved a second defibrillator and successfully resuscitated the pt. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided. Following the event, the facility biomed charged the installed battery and the device worked as expected.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause for the reported event could not be determined.